Event description:
It was reports that the ventilator's turbine speed was fluctuation when the ventilator was tested by clinical engineering, there was n ventilator flow. It is unk if the ventilator was connected to a pt when the reported problem was found.

Manufacturer narrative:
Na